Event description:
It was reported that bd angiocath plus 20ga x 1.16in had foreign matter foreign substance on cannula.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. From 2 out of 3 samples returned in open packaging, observed transparent, gel-like substance on the inner wall of needle cover and on the catheter tubing. As for all the 58 unused representative samples, no visible droplet or lump of transparent substance was observed. Given the transparent color and sticky, gel-like properties of the substances, it was highly likely that they were the silicone lubricant applied on the catheter surface of the product to aid lubrication during product insertion. It was suspected that it was due to excessive lube on the catheter surface that aggregated and formed a lump on the catheter surface. Given the gel-like nature of the lube, it was possible for the lube to flow to different locations on the catheter tubing during transportation or storage. When the needle cover was removed, it could possibly come into contact with the lube lump on the catheter tubing and the lube could get transferred onto the needle cover. As the actual samples were returned in open packaging and no defect was found on all the unused representative samples, the actual root cause was unable to be established. As current control, there is an outgoing visual inspection in place to check for excessive lubricant on catheter. The following action had been implemented on 31 mar 2024 to address the possible root cause: I. Conduct complaint awareness training and communication to all insyte tipper and icam production technicians (pts), to monitor the occurrence of the excessive lube defect. The complaint batch was manufactured before the action implementation.

Event description:
Foreign substance on cannula.